Event description:
It was reported to boston scientific via an article abstract published in the 77th meeting of the urological association of west japan, the outcomes of patients who continued antithrombotic therapy after undergoing water vapor thermal therapy with rezum therapy to treat benign prostatic hyperplasia. A total of 103 patients were treated with rezum therapy between february 2023 and october 2024 at one institution. 36 patients were in the antiplatelet drug group, and 67 patients were in the non-medication group; the treatment outcomes between these two groups were compared. Post operative hemorrhage occurred in 3 patients from the medication group and 4 patients in the non-medication group. Treatments and inventions were not mentioned.

Manufacturer narrative:
Fujisawa, n., yanano, s., yasuda, y., yoneya, s., shinozaki, t. (2025). A review of transurethral water vapor treatment of the prostate performed under continued antithrombotic agents. 77th meeting of the urological association of west japan, 015-3. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.